Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received ongoing air bubbles. Subsequently, the customer reported that on (B)(6) 2017, the customer experienced an elevated blood glucose (bg) level of 457 mg/dl. To address the bg level, the customer programmed the bg value onto the pump and reported that the pump recommended a higher bolus amount than what was needed as a correction bolus. The customer declined to provide any additional information regarding the reported events, and declined to perform troubleshooting with tandem technical support.